Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer was hospitalized due to unknown reason for unknown date. Customer stated that the insulin pump was died as a result of which they were hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose on (B)(6) 2020. Blood glucose level was high. Customer was treated with insulin drip. Based on customer report, proceeding in troubleshooting customer was alleged possible pump under delivery.